Event description:
It was reported that the patient presented for follow up. A review of stored electrograms (egms) revealed loss of capture exhibited by the right ventricular (rv) lead. No interventions were made, as the physician elected to continue to monitor. There were no patient symptoms reported.